Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's insertion section was found to be sticky during the device reprocessing and it could not be removed. There was no patient involvement.